Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on saturday and sunday she was suicidal and must have accidentally turned off ins by accident. The patient could not turn the ins back on during phone call. The patient called back and said the device was turned back on successfully. No further complications were reported/anticipated. Additional information was received stating the symptoms were related to the device/therapy. The ins was used to treat depression and when the ins was off, the patient became suicidal. The ins was turned back on and the symptoms were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were implanted for depression, and about two days ago they starting feeling depression symptoms. The consumer looked at the recharger today and the implantable neurostimulator (ins) icon wasn¿t showing the lightening bolt and the device was off. During the call the programmer was used, and it read the device was off. The consumer was able to turn the implant back on. The consumer didn¿t know how the device turned off because they didn¿t usually use the programmer. It was reviewed that maybe the charge was getting low. The consumer stated they charged once a week and the charge level were usually showing just under 50%. It was reviewed the ins level may be closer to 25% and therapy may be turning off for that reason. The consumer wasgoing to try recharging more often.